Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's daughter called lifescan on 11/8/04 and alleged that her mother's meter was prompting a clean test area. The pt was unable to test on her meter. She contacted her physician for advice and was advised to make an appointment to see the physician. The pt replaced the battery with a new battery, but the issue was not resolved. No treatment was reported. No injury or harm was alleged. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence to show the pt suffered a serious injury. A replacement meter is being sent to the pt.